Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that two months post implant, capture thresholds increased to >5.0 v in both unipolar and bipolar configurations.